Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. A CT noted that the device has migrated, possibly resulting in a type I endoleak. The device is 2 cm away from the renal arteries. The patient was treated with a 36x36x49 cuff. The patient is doing well with no signs of endoleak. The physician did not know the cause of the migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).